Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to gripper actuation issues. It was reported that on (B)(6) 2020, the patient presented with mitral regurgitation (mr) grade 4. Clip delivery system (cds0701-ntw, 00820u288) was advanced without issue. During use, it was then discovered the posterior gripper stayed fully raised and would not lowered upon lowering attempt. Standard troubleshooting was performed, however the posterior gripper would still not lower. The clip was not deployed and cds removed without issue. Again, on the back table with this same device, the posterior gripper was not lowering. A new ntw mitraclip was successfully used in replacement, reducing the mr to grade 1. There was no adverse patient effect. No tissue injury was noted. No additional information was provided regarding this issue.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: while establishing gripper orientation, it was discovered the posterior gripper stayed fully raised and would not lowered upon lowering attempt. As troubleshooting, the grippers were attempted to be raised and lowered both simultaneously and independently with the lock both locked and unlocked.

Manufacturer narrative:
The returned device analysis could not confirm the reported difficult to open or close (gripper actuation - single) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.